Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that while setting up a case the system displayed "localizer faulted" in the status. The representative tried disconnecting and re-connecting the emitter with no success. The system was restarted and the issue was resolved.

Manufacturer narrative:
A software analysis determined that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.